Manufacturer narrative:
Suspected lot number ur16d28138. Lot was manufactured on 05/01/2016. The actual device was not available; however, 5 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. A batch review for the suspected lot was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a clearlink set caused by a poor connection. The customer stated that they are having difficulty tightening the luer lock mechanism. The issue occurs at the connection between the clearlink and the IV catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.